Event description:
During a carotid stenting procedure the pt suffered slow blood flow and about of hypotension, which was treated pharmacologically. The pt left the angio suite neurologically intact and was discharged in 2008. A female was consented to the study one month prior. The index procedure took place the following month. The target lesion location was the left carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 90%. A 7fr. Angioguard distal protection device was placed in the area of the carotid site and deployed. At this time, there was good flow through the vessel. A 4x4 balloon was then used to pre-dilate the lesion. There was some mild dissection seen after the balloon had been deployed. After the balloon was removed an angiogram revealed slow-flow in the area. A pronto catheter was run-up through the lesion a few times and some mild flow was regained. No significant clot was removed but atheroma debris was noted in the fluid. An 8x3 precise stent was then placed to treat the lesion. There was a residual stenosis. Again, there was no blood flow noted. The pronto catheter was again inserted to remove the debris and the stent was post-dilated with a 5x2mm balloon. Following post-dilation, there was still minimal flow through the lesion. The physician removed the distal protection device.

Manufacturer narrative:
A report angiogram was performed and showed good flow into the middle cerebral artery. The pt did have some bouts of hypotension, which were treated pharmacologically, but by the end of the procedure the common carotid artery was open, there was very minimal less than 20% residual stenosis, and no seen dissection. Anterior cerebral angiograms revealed that both the anterior cerebral arteries were filling along with the middle cerebral artery. There was no evidence of disruption of cerebral flow and the pt remained neurologically intact. The pt was taken to the recovery area in satisfactory condition. The product is not available for eval and testing. Additional info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR. Report #9616099-2008-00782.